Manufacturer narrative:
No product has been returned for investigation nor were x-rays films provided to confirm the alleged event. As per reporter patient did not suffer a fall. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2018 patient underwent a cervical fusion. Post-operative patient noticed a metallic sound from her neck. During a follow-up x-rays confirmed fractured screws. On (B)(6) 2018 patient underwent a revision procedure where fractured screws were removed. The surgeon attempted the remove the four screws but was unsuccessful and two screws remained in-situ.